Event description:
Patient reported one of his cassettes wouid not attach to pump correctly and pump was giving a no disposable alarm. Pt mixed a new cassette and was able to resume infusion with no issues. No adverse events resulted. Life-sustaining medication, no interruptions in therapy, event resolved. Patient does not have cassette available for investigation. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.